Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had other critical pump error. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with critical pump error and pump error 35 due to corroded electronic assemblies. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. The following were noted during visual inspection: missing display window cover, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, scratched case and pillowing keypad overlay.